Event description:
Patient contacted depuy/broadspire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hip pain. Intraoperatively found copious amounts of gross, white milky fluid consistent with metal-on-metal disease and evidence of metal corrosion at the neck taper junction. **update** (B)(6) 2012 - litigation received (B)(6) 2012. Complaint changed to legal. Litigation alleges patient had pain and discomfort after asr hip implant. There is no new information that would change the outcome of the investigation. **update** (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. The complaint has been reopened for additional investigation of the femoral stem.

Manufacturer narrative:
(B)(4). Litigation papers received alleges patient had pain and discomfort after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy/broadspire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hip pain. Intraoperatively found copious amounts of gross, white milky fluid consistent with metal-on-metal disease and evidence of metal corrosion at the neck taper junction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.